Manufacturer narrative:
The rr alert date should be (B)(6) 2017 instead of (B)(6) 2017.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/02/2017 with the following findings: a review of the black box showed unexplained loss of primes with a low non-zero force and zero force. Two basal deliveries were shown to have been made followed by a loss of prime with zero force and the deliveries were never resumed. Due to the loss of prime events the user attempted multiple primes. The pump was clearly displayed a ¿disconnect infusion set from your body¿ message on the rewind screen, and a ¿be sure set is disconnected from your body then select continue message on the prime screen. The rewind, load, and prime steps were performed successfully. The 24 hour duration test was completed successfully with no loss of prime warnings being duplicated. The pump detected the correct force. The pump was removed to find force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces were found. No internal moisture was found. The complaint was verified in the history but not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a low blood glucose(bg) 28mg/dl with extreme confusion, shakes, and a loss of consciousness, associated with a loss of prime. Reportedly, the patient required 3rd party assistance in the emergency room with food and/or drink, intravenous fluids, intravenous glucose, and a glucagon injection. During troubleshooting with customer technical support (cts), it was revealed that the loss of prime alarm was experienced with more than one cartridge. The reporter stated that the patient primed while attached to the pump and approximately 46 units of insulin unintended insulin were administered to the patient, resulting in the low bg. This complaint is being reported because the patient allegedly experienced hypoglycemia requiring medical intervention associated with a loss of prime issue with use error as a contributing factor.

Manufacturer narrative:
Correction: upon review of the complaint, it has been determined that the primary product should have been the cartridge.